Event description:
It was reported that during the initial activation the patient was not having any response on the higher frequencies. As per the intra-op information a full insertion was achieved during implantation. Post op radiological imaging show that 4-5 electrode channels have migrated out of the cochlear. No trauma has been reported. A revision surgery to re-insert the electrode was performed. The switch on after the revision surgery took place last week and the patient is performing well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.